Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 577 mg/dl at the time of incident. It was unknown whether the customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode feature the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.